Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and had high thresholds. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.